Event description:
The patient's knee has tightened since primary surgery and the patient is no longer able to achieve full extension and full flexion. Manipulation was performed and did not address the problem. Revision of the tibial implants is planned.

Manufacturer narrative:
The patient's knee has tightened since primary surgery and the patient is no longer able to achieve full extension and full flexion. Manipulation was performed and did not address the problem. Revision of the tibial implants is planned. Review of the device history record indicates that the device was manufactured to specification.